Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis have been completed. No conclusion can be drawn at this time.

Event description:
Customer reported, the insulin pump alarmed during manual prime. Customer's blood glucose was 307 mg/dl. Troubleshooting was performed. Customer advised to disconnect form the device. The device was dropped prior to the alarm. Customer stated the drive support cap was sticking out and she did not press it in. Logo was also missing. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. Occlusion, prime, and excessive no delivery tests were not performed due to the compromised force sensor system alarm. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.